Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a broken lead. The rep reported that a lead belonging to the healthcare provider, upon opening the package, was broken inside. The rep used their trunk stock to replace the lead and it was requested that the lead be sent back for analysis. No patient involvement was reported. No further complications were reported or anticipated.